Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. (B)(4). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010. Between the (B)(6) 2017 and the (B)(6) 2017 the device records multiple manual power ups of 10 minute duration. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.